Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04297. It was reported the physician had explanted the scs system. Follow up identified the pt was not receiving effective stimulation coverage. It was reported the pt had less relief of pain from the permanent scs system than he received from the trial. It was reported the pt had been to a neurologist, and the suggestion was to have the lead repositioned. The decision was made to explant the scs system, and the pt was to seek other options for pain treatment.